Event description:
Patient experienced a burning sensation directly after product was applied. Diagnosis or reason for use: temporary retraction and hemostasis of the gingival margin. Event abated after use stopped or dose reduced: yes.